Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va06gmv, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was not adequately trained on using the patient programmer. It was explained that they had just "put it in them, and let them go" and that they did not know anything. Patient had an appointment with their health care provider (hcp) the day of the report. A week later it was reported that the patient was unable to get a pain pump until he urinated properly and that was the reason the stimulator was needed. The patient had an appointment scheduled with his hcp and manufacturer representative the thursday after the report. The patient was ¿confused about everything.¿ the patient had been going to the bathroom but was unable to empty his bladder enough. The pain pump hcp was not happy with that and the patient had to be put on a catheter. The patient reported that the urinary problem started ¿about six months¿ prior to the report. The patient had been on medications, like ¿rapaflo,¿ for ¿about six months¿ but they did not help. The patient did not want to self-catheterize himself. A week later it was reported that patient¿s bladder was not emptying properly. The patient had an appointment on (B)(6) 2013 with his hcp and manufacturer representative and was told to come back on (B)(6) 2013 if ¿things¿ were not working well. About a week and a half later from previous call, it was reported that the patient had been ¿in a lot more pain¿ for the ¿three weeks or so¿ prior to the report since he had the device placed. The patient stated that it ¿seemed coincidental¿ and his legs and back hurt. The patient saw his hcp the day of the report and ¿increased it a little¿ and also mentioned that his hcp turned ¿it¿ up two weeks prior to the report. The patient stated that the hcp said that the device ¿was not doing much for the time being.¿ the patient was assisted in turning the device off and he stated that ¿he did not know if it was psychological or not but thought the pain was a little bit less.¿ the patient noted he was on pain killers for his back pain. The next day it was reported that the patient had turned off the device the night prior to see if would help his pain. However, it did not make a difference. The patient noted that he had had back pain for the past five years. The patient turned his device back on and was on program 3 at 3.5 volts. Three days later it was reported that the patient wanted to know if his device was on because he did not feel stimulation. The patient was assisted in using the programmer and his device was confirmed to be on. The patient noted that his next appointment with his hcp was scheduled for the end of the report week. The patient was not sure if the device helped or not with his retention issues and stated that his hcp said that it was helping but not as much as expected. The patient noted that he was still trying to optimize it and that the trial ¿sort of worked.¿ the patient stated that he was on medication for the urinary issue but it did not work. A week later it was reported that the patient still had concerns with his device or therapy but had sought further help. The patient had an appointment on (B)(6) 2013. Two days later form previous call, it was reported that the patient wanted MRI and CT scan guidelines for an unrelated foot problem. Additional information received on 2013-07-03 reported that the patient was feeling a constant vibrating in the butt and when he laid down. The patient wanted to turn stimulation off for the weekend, because it was really annoying. The patient was on program 3 at 4.8 v and it was confirmed that the device was off. It was noted that the device had not helped his bladder since implant, had had lots of back surgery, and was trying to have a pain pump implanted. The patient was not able to get the pump, because he was not able to urinate. The patient would be seeing his physician in five days.